Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open osteosynthesis surgical procedure, it was discovered that the radiolucent drive device stopped the spinning of the drill bit device when the surgeon drilled to perform a distal locking. The reporter stated that the radiolucent drive device was working as expected at the beginning of the surgery. However the drill bit device stopped spinning after an abnormal sound was heard from the radiolucent drive device. It was further reported that the surgeon confirmed the attachment device did not have any issues and the gears inside the radiolucent drive device were idling. There was a thirty minute delay to the surgical procedure. It was not reported if a spare device was available. It was reported that there was no allegation of malfunction against the drill bit device. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.